Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using humalog u-500 insulin, tandem technical support educated the customer this is off label insulin.